Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump was not tracking volume. The device was not changed out, as they continued to use the pump. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) was unable to duplicate the reported issue. The manufacturer clinical specialist spoke to the perfusionist (ccp) after the case and also verified the roller pump was tracking volume. The fsr verified the roller pump settings and that it was tracking volume. The unit operated to manufacturer specifications and was performed to clinical use. The fsr downloaded the data logs for further eval. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.